Event description:
It was reported that a (B)(6) caucasian female who underwent primary breast augmentation with 300cc mentor memorygel breast implants experienced left sided baker grade IV capsular contracture and right sided rupture post procedure. These issues were detected through magnetic resonance imaging a physical examination. Future capsulectomy is indicated, however, at the time of this report, mentor has received no information regarding explantation or an expected explantation date. This was part of a clinical trial. See 1645337-2022-06472 for contralateral prosthesis report.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on february 7, 2023. Explant is planned for february 22, 2023. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: capsular contracture manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The impacted product was received by the failure analysis lab on march 7, 2023. The investigation of the impacted product was completed by the failure analysis lab on march 15, 2023. Device evaluation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample determined that a tear was found on the anterior aspect extending to the posterior aspect of the breast implant, measuring approximately 12.7 cm. Additionally, the tear was observed within an area of shell abrasion on the anterior aspect. A microscopic examination was performed, and no instrument damage was observed at the edges of the tear. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).